Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a visualization issue occurred as there was visual distortion during radiofrequency. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2017, the device was returned to the biosense webster failure analysis lab and it was discovered that the polyurethane (pu) margin is cut in two places. Also, the pebax material is cut in two places underneath the pu margin allowing reddish brown material inside on proximal side of ring #1. On (B)(6) 2017, a scanning electron microscope analysis showed evidence of a hole on the surface of the pebax. These findings have been assessed as MDR reportable because cuts in the pu margin and cuts/hole in the pebax pose a potentially critical risk to the patient due to the potential of thrombus from exposure to internal catheter components. The awareness date has been reset to (B)(6) 2017, the date the reportable finding was first discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a visualization issue occurred as there was visual distortion during radiofrequency. The returned device was visually inspected, and the pebax was found damaged with reddish material inside. The catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrated that the catheter was properly calibrated during manufacturing. Per the observed damage, scanning electron microscope (sem) analysis was performed, and the results showed evidence of a hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage observed cannot be determined.